Event description:
(B)(4) clinical study. It was reported that during a coronary stenting treatment procedure, the stent got stuck. The target lesion being treated was located in the proximal right coronary artery (rca). The lesion was 40% stenosed. The patient initially underwent angioplasty with a 3.5x12mm non-bsc balloon which led to a small dissection. A 3.5x12mm taxus stent was advanced, however could not pass and was replaced with an 3.5x12mm express stent which became stuck and could not be removed. The stent was deployed in the proximal rca. At 4 years post procedure, the patient appears to be doing well.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).